Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a crimped white cable and a compromised communication between the system controller and the system monitor was confirmed. The returned system controller, serial number: (B)(4) was properly connected to a test equipment and a not receiving data message was displayed on the system monitor. Visual inspection revealed a kink in the controller¿s white power cable and a deformed outer insulation on the black power cable near the strain reliefs at the housing side. The internal wires were measured, and an open orange wire was confirmed in the white power cable. The orange wire represents one of the communication lines. An increased resistance was also confirmed with the other wires. The outer insulation was removed, and it was confirmed that the orange wire was open/severed at the kinked area. Test power cables were installed and a proper communication between the system controller and the system monitor was successfully established. The data log file was retrieved and contained events captured from october 18 to november 1, 2022. The recorded data revealed the system maintained the set speed with no interruptions; however, driveline fault and driveline alarm silenced were recorded in the log file which appears consistent with the reported internal driveline fracture. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The labeling (heartmate ii patient handbook and heartmate ii instructions for use) addresses caring for the system controller power cables, avoid bending or twisting them and inspect the system controller power cables for damage daily. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the white cable on the controller had a crimped part that may have kept the monitor from receiving communication from the controller so the history could not be obtained. Related MFR: 2916596-2022-15050.